Event description:
Medtronic received information that during implant of this bioprosthetic valve, the surgeon placed annulus stitches in the aortic position he then placed the stitches threw the valve cuff and lowered the valve to the aortic position. When the physician removed the cinch, he noticed that a valve leaflet was torn. The valve was raised, the suture needles were removed and new valve was implanted with no adverse patient effects reported. The physician does not feel he nicked the device during or prior to implant.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. A tear was observed in one leaflet. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. A large tear in the right cusp along the lunula through the free margin adjacent to the left right commissure appeared consistent with historical events for tears occurring at implant due to a sharp object such as forceps. A tiny perforation in the lunula of the left cusp adjacent to the left right commissure appeared consistent with historical events for tears occurring at implant due to a sharp object such as forceps. The right non-coronary and non-coronary left commissures are intact. A large tear noted in the left right commissure appeared to have occurred during implant. Conclusion: device history review is in progress once the review is complete a supplemental report will be submitted. Based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(4).

Manufacturer narrative:
Additional information received: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6).